Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The reported blood glucose reading was 589 mg/dl. The customer declined to perform troubleshooting. The customer stated that an issue with the infusion set caused the event. Nothing further was reported.